Event description:
(B)(4). Severe pelvic pain, bloating, periods lasting 4 weeks at a time, painful intercourse, bowel issues, painful ovulation., mood swings, depression, joint pain, back pain, frequent urination.